Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. H.5 revised as previously entered incorrectly on initial manufacturer device report number 1220648-2025-25640.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured non-sustained ventricular tachycardia with a "possible" relationship to the impella device used: ¿the patient experienced 18 beats of non-sustained ventricular tachycardia, which activated the aicd to shock the rhythm back to the intrinsic atrial fibrillation rhythm. Echo confirms impella 5.5 placement, electrolytes were normal but potassium and magnesium were replaced regardless. Concern for likely relatedness of progression of stage d heart failure.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.